Event description:
It was reported that during device evaluation prior to a surgical procedure at the user facility, the helmet was smoking from the fan three minutes after pluggin in the battery. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
During the device evaluation, the reported smoking could not be duplicated. However, when the helmet was connected to a battery, the fan was not operating, which can lead to smoking due to overheating.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. (B)(4): failure analysis is in progress.

Event description:
It was reported that during device evaluation prior to a surgical procedure at the user facility, the helmet was smoking from the fan three minutes after plugging in the battery. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.